Event description:
It was reported that the patient presented for follow up in backup vvi mode. A device download was performed and the device resumed normal function.

Manufacturer narrative:
(B)(4).